Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.